Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that drawer 4.1 main was not detected on bus. A field service engineer, reseated cable and removed all debris on cubie trays to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported when using the pyxis medstation es system, the pockets not detected on bus. The customer stated that there was a delay in accessing medication to patient. There were no adverse events or injuries reported based on this incident.